Event description:
Customer was hospitalized due to diabetes ketoacidosis. Customer had returned to insulin pump therapy. The paramedics were called due to high blood glucose. The blood glucose reading at the time of the event was over 600 mg/dl. Customer had a site occlusion (puss). Customer's mother stated that customer was not using the insulin pump correctly. Customer is using manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.